Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Beginning the week of (B)(6) 2015 right ventricular (rv) pacing impedance has been varying up to 437 ohms and down to 1026 ohms. (B)(4).

Event description:
It was reported that there was ventricular capture loss. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.